Manufacturer narrative:
The reported event of failure to interrogate due to an error message on the programmer was confirmed. Interrogation of the device revealed the device was above elective replacement indicator (eri) when received. The error message was due to the detection of high current consumption in the device. Analysis of device image found the device was drawing high current. Electrical testing confirmed high current drain from the hybrid. The cause of the high current was found to be a hybrid anomaly. A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that patient presented for scheduled procedure. During procedure, it was noted that implantable cardiac defibrillator (ICD) could not be interrogated. The ICD was not used and replaced with a new device. There were no patient consequences.